Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the system did not startup as the monitors stayed black. Upon troubleshooting, fse found the cause of issue was with power supply of the suite pc. The philips engineer replaced the pc suite and reloaded the software. The defective suite pc was returned to philips for further analysis. The analysis confirmed the power failure in the suite pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
At the start-up the monitor remains dark, it does not activate any function. The machine is blocked. Location: eletrophysiology, cardiology. It was reported to philips that the system did not startup as the monitors stayed black. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the suite-pc. The device was returned to expected functionality.